Event description:
Customer reported that she was trying to fill the insulin pump's reservoir and rewind, but was unable to. Most recent blood glucose level was 519 mg/dl at the time of the call. Customer was treating high blood glucose level manually. Troubleshooting showed that the insulin pump was working as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies. None were found. Ran an occlusion test as follows: the reservoir was filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed an infusion set and catheter tip test. Conclusion: the reservoir was not occluded.